Manufacturer narrative:
Failure analysis confirmed that the insulin pump received with motor error alarm during rewind due to encoder out of phase. Analysis was unable to perform displacement test due to constant motor error alarm. They were also, unable to verify e70 alarm due to constant motor error alarm. The insulin pump received with scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer sated the motor error occurred during rewind. It was stated the customer had motor error and motor position encoder error alarms in the history. It is unknown if the insulin pump will be returned for analysis.